Event description:
Middle age female was in for exchange of bilateral implants secondary to capsulotomy of the right breast and capsulectomy of the left breast. Both implants were sent to pathology. Right breast implant extraction ¿ received a fresh ruptured pale-tan implant measuring 14.5 x 12.0 x 4.2 cm. The implant is ruptured in multiple planes measuring 12.5 cm in length 13.0 cm in length and 9.0 cm in length. The following inscription is noted on implant style trm lot 2784357 allergan 345cc. Breast left implant extraction received fresh pale tan breast implant measuring 12.5 x 12.0 x 4.0 cm with the following inscription style trm lot 2781229 allergan 345cc. Date implants originally placed was not listed in the patient's chart.